Manufacturer narrative:
Failure analysis for fiber model 0010-2400; lot 527a; serial 2671. The glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber is broken and appears crushed within the outer flow tubing at 34.5 cm from distal tip, the fiber was tested with hene laser fixture, aim beam is present at location of the break; the fiber does not exhibit signs of melting at the break location; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the outer flow tubing exhibits abrasions and scratch marks near open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the first surgical fiber used during a prostate procedure, "broke at the base" (proximal connector); the fiber was not cleaned during the procedure. The fiber was replaced and the procedure continued using a second surgical fiber. While using the second surgical fiber, the output beam was observed to "not be going the usual way." The second fiber was replaced and the procedure completed using a third surgical fiber. There was no patient injury reported. This report is for the second fiber used.